Manufacturer narrative:
Conclusion codes and patient and device codes have been updated to the following: product ID: neu_unknown_lead, lot# ua0a00w, product type: lead. Product ID: neu_unknown_lead, lot# ua0bb5k, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was uncomfortable paresthesia. The outcome was resolved without sequelae. No actions were taken as interventions. No diagnostics methods were performed. The etiology was noted as related to the device or therapy and not related to the procedure. The etiology was noted as due to programming. The site indicated that the event was related to the programming/stimulation. Later it was reported that x-rays showed that there was lead migration. The lead migration resulted in a loss of coverage. Interventions included explanting the lead. It was noted that the patient would require another trial. The etiology was reported as related to the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.